Event description:
It was reported that the 8110 syringe module was broken/damaged.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and "specific aflangetions", and released back to the customer. A review of the device history record for sn (B)(6) was performed from the date of manufacture 12/06/2017 to the present date 10/02/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and "specificaflangetions", and released back to the customer. A review of the device history record for sn (B)(4) was performed from the date of manufacture 12/06/2017 to the present date 10/02/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the 8110 syringe module was broken/damaged.